Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One navigator® certain® implant mount 4.1mm(d) long (sgiim4l) along with an implant was received for investigation. Visual inspection of the as returned product identified wear about the implant threads, and debris within the drive feature. Implant was noted to have a fractured mount screw stuck in the drive feature. The mount screw is worn, damaged and confirmed to be fractured. It was noted that the fractured mount screw was for the sgiim4l mount, which is not designed to mate with the returned implant. No pre-existing conditions were noted on the per. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the sgiim4l dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA /hhe/d/ie/product holds for the reported product. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (mount screw fracture) or product (sgiim4l). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause for the event is customer misuse of the items, as an incorrectly sized mount screw was found in one of the implants to be fractured. The mount is intended to be used for 4.1mm platform implants, but was utilized into a 3.25 mm implant. This ultimately led to fracture due to incorrect mating.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that mount screw (msgiiml) fractured and got stuck inside the implant. Implant was removed and replaced with another one. Tooth location 9.